Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite functional and visual examination was performed by a manufacturer representative. The computer was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the system became unresponsive while the site was attempting to load patient scans. The system was hard rebooted, and the issue was resolved. There was no patient present when this issue was identified.

Manufacturer narrative:
Analysis of the software media input/output found a software anomaly that would cause this issue. This issue is being tracked and monitored in the manufacturer's database. If information is provided in the future, a supplemental report will be issued.